Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported capsular fibrosis, hair loss, palpitation and, pain. Device remains implanted. This relates to the right side.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.